Event description:
On (B)(6) 2015 detective (B)(6) at (B)(6) sheriff¿s department called requesting information on 3 kangaroo joey feeding pumps, serial numbers (B)(4), found at the home of a deceased patient. The beaufort county sheriff's¿s department is investigating the death of a (B)(6) year old boy who passed away on (B)(6) 2015. The detective stated that he is unable to provide any additional information regarding this event as there is an ongoing investigation but the detective did state; he did not believe the covidien machines were related to this event. This is one of three reports for a single event.

Manufacturer narrative:
Submit date: 03/04/2015. An investigation is currently underway; upon completion, the results will be forwarded.

Manufacturer narrative:
To date, the service department has not received a sample for evaluation. Without the sample, a detailed investigation could not be performed and the reported condition of (B)(6) called requesting information on 3 feeding pumps found at the home of a deceased patient. The sherriff is investigating the death of a (B)(6) boy who passed away on (B)(6) 2015. The sheriff found 3 kangaroo joey feeding pumps in the deceased home, could not be confirmed. Without a sample to investigate, no actual root cause can be determined. Kangaroo joey,pump w/clmp was manufactured in 2013. This file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned to the service department, we will re-open this investigation.